Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The filter has been retained by the user facility; therefore, not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that approximately one week post filter implant, the patient complained of abdominal pain. A CT scan identified a tilted filter, with two filter limbs perforating the cava wall, causing retroperitoneal bleeding. Reportedly, the filter was deployed at an angle. The physician immediately attempted to reposition the filter but instead of capturing the filter hook, filter limbs were captured, resulting in bent limbs. It is unknown if the bent filter limbs resulted in the alleged perforation. The filter was successfully removed and another filter was implanted.